Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/02/2023, it was reported by a sales representative via sems-06047421 that an ar-3200-0021 ccu is displaying static lines on the first image taken. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing motherboard.